Event description:
Same case as MFR# 2134265-2012-00102, 2134265-2012-00103, 2134265-2012-00104, 2134265-2012-00105, 2134265-2012-00106, 2134265-2012-00107. It was reported that post a uterine fibroid embolization (ufe) treatment procedure severe post embolization syndrome was experienced. The patient presented for a ufe procedure with symptoms of swelling and bleeding. The patient had 30 fibroids. The patient was treated on one side using 3 bottles of 300-500 um contour pva microspheres. The other side was treated using 3 bottles of 300-500 um contour pva microspheres and 1 bottle of 500-700 um contour pva microspheres. There was complete occlusion of the vessels and all the fibroids died. Following the procedure the patient continued to have an elevated temperature and increased levels of leukocytosis and inflammatory proteins requiring hospitalization for one month post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).